Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jan2020.

Event description:
The customer reported that the device was not generating tidal volume. The device was evaluated by the field service engineer and no issue was found on the device. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. No issue was confirmed on the device during evaluation. The device passed all testing and is functioning as intended.